Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported there had been two cases of endophthalmitis over a two month period. There were no samples available because all items were discarded. The customer stated that they do not know what products caused the problem, however did not believe any of the surgical consumables to the cause. The involved eyes and patient identifiers were unknown and the customer was unwilling to provide any additional information.